Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation did not confirm the complaint. There was no fault found with the device. The internal battery was replaced as a precaution. The device was serviced and fully tested before it was returned to the customer. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no patient harm or serious injury reported as a result of this incident.